Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the ep lab for an upgrade to an ICD. When the physician was unable to gain access to the subclavian vein, it was decided to abort the procedure due to the patient's unstable condition. Following screwing the atrial lead back into the pacemaker, the patient's pressure dropped and loss of capture was observed via EKG on the rv lead. The rv lead was found to be dislodged under fluoroscopy. There was blood in the patient's airway from an unknown origin. An echo was performed and revealed blood in the pericardium from a prior effusion. During the implantation of epicardial leads to an external temporary pacemaker, the patient continued to quickly decompensate. Blood continued to be lost through the airway from a still unknown origin. The CT surgeon gained access to the heart by cutting open the chest wall. Compressions were applied directly to the heart to aid in perfusion. The patient went into ventricular fibrillation (vf) and was externally shocked three times. During the compressions directly to the heart, a hole was created in the rv and more blood was lost. A full code was called to attempt to resuscitate the patient. The patient expired.